Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two 20gx1.00in insyte autoguard devices from lot number 4190481. A gross visual inspection of the retuned unit shows that the unit has been used and the needles are retracted in their barrels. The returned components did not have any apparent physical damages. The needles were received fully retracted and attempts to replicate the reported issue showed that the needle retracted within specification. We were unable to confirm your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: the needle is retracting slowing when the safety button is pressed. 7 oct 1. Could you please provide a further description of the issue? When pressing the white button to retract the needle, there is a delay or sometimes no retraction of the needle at all. 2. When was this defect observed? During or before use? Observed during use. 3. Any adverse event or serious injury reported to patient or healthcare. Professional? If yes, please provide the details. No injuries. 4. Can you please provide an exact date of event in format dd-mmm-yyyy? 04-010-2024. 5. Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ the button appeared to be stuck. 6. Did needle retract at all? Was there a needle stick injury? No injuries. There were a few instances where the needle did not retract at.